Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) lead had pacemaker mediated tachycardia (pmt) episode. Technical services (ts) reviewed the data and noted that pmt episode indicated p wave oversensing that was labeled as premature ventricular contraction (pvc) and the native qrs complex was labeled as ventricular fibrillation (vf). There was no pacing inhibition of greater than 2 seconds. Additionally, there was a low r wave alert. Ts suspected proximal end of the coil to be intermittently in ra and recommended x-ray to confirm this. Ts also suggested decreasing automatic gain control (agc) setting and also considering an induction to ensure good vf sensing and detection. This rv lead remains in service and no adverse patient effects were reported.